Event description:
It was reported the image of rigid video laparoscope had a green image during reprocessing.

Manufacturer narrative:
This supplemental report is being submitted to provide corrections and the results of the final investigation. Updated fields: b5; d8; d9; e1 ¿ city: (B)(6). The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: universal cord malfunction; component failure of the light guide (lg) bundle; insertion section light guide bundle was slightly worn and interrupted/weakened. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: universal cord malfunction. The most probable cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the image of rigid video laparoscope was greenish during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.